Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a charging cradle for the ilet system would not charge despite attempts with multiple outlets, and a replacement charger was provided after troubleshooting. Symptoms included no clinical effects. Outcomes included no impact on health, therapy, or activities. Investigation included user troubleshooting and education. Investigation of this case revealed a nonfunctional charging cradle consistent with a device mechanical or electrical failure of the charger component. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the charger.